Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead implant, visual observation revealed the rv pace/sense setscrew failed to tighten appropriately. After several attempts, the setscrew was able to be secured via the tilted torque wrench method. Post pocket closure, both pacing and shock impedance measurements were confirmed within normal ranges; however, no defibrillation threshold (dft) testing was performed. The following day, interrogation revealed high out of range rv pacing impedance measurements and no capture at maximum output settings. Dft testing was then performed and correctly terminated the arrhythmia. As a result, the physician elected to reprogram the device to a single chamber aicd, with no programmed anti-tachycardia pacing therapies. A medical decision was made to revise the device at a later date. During field follow-up, it was communicated that the patient had passed away. The boston scientific field representative and the physician, confirmed the patient's death was unrelated to the performance of the implanted products. The representative reported the device had been functioning correctly at the time of death. The device was explanted and returned to the family upon request. No post-mortem data was collected for additional review.